Manufacturer narrative:
Product is not returned as it is still in service.

Event description:
It was reported that this right atrial (ra) lead was dislodged confirmed by no capture at maximum outputs. This lead is expected to be revised next august or september. No adverse patient effects.

Event description:
It was reported that during intracardiac ablation this right atrial (ra) lead was dislodged, confirmed by no capture at maximum outputs. During repositioning, this lead's helix was unable to retract. Subsequently, the lead was explanted and replaced. No additional adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that during intracardiac ablation procedure this right atrial (ra) lead was dislodged, confirmed by no capture at maximum outputs. During repositioning this lead's helix was unable to retract. Subsequently, the lead was explanted and replaced. No additional adverse patient effects. The product was returned for analysis. The returned product was analyzed and the helix difficulty allegation was confirmed, based on the observation of a deformed helix, bent and/or stretched-out. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement, high capture threshold and failure to capture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found that the helix difficulty allegation was confirmed, based on the observation of a deformed helix, bent and/or stretched-out. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement, high capture threshold and failure to capture. Patient code 3191 captures the reportable event of surgery.